Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient did not think it was working at all. The patient indicated they were not getting good results with it. He visited the doctor the last week and he did adjust the stimulation but it was just not working. The patient indicated that the doctor was going to send them an appointment where the manufacturer representative (rep) would be present. The patient also asked if it could be taken out and was told that would be between the patient and the doctor.

Event description:
Additional information from the patient reported the issue was still not resolved and no measures had been taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.